Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a damaged dso seal. The tamper seal was not broken. A visual inspection was performed and the reported issue was duplicated. A damaged dso seal was confirmed during inspection. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited a bubbled dso seal. It is unknown if there was patient involvement, no adverse patient effects were reported.